Manufacturer narrative:
Further information from the reporter is not available. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. The status of the device is unknown.